Event description:
It was reported that they received notification from clinical helpline that there was low flow in an arctic gel pads. Helpline recommended that they save the pad for investigation, although it might be user error (kinked fluid delivery line) or a device issue with pump. They were still investigating cause but wanted to submit.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "belt temperatures too low after nip roller and heated section." The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "the pad surface must be contacting the skin for optimal energy transfer efficiency. A) if desired, the center section of the pad can be wrapped around the patient¿s torso and secured in place using the velcro tabs provided. Place pads to allow for full respiratory excursion. (E.g. Ensure free movement of the chest and abdomen are guaranteed). ¿ pads should be placed on healthy, clean skin only. 7. Attach the pad¿s line connectors to the fluid delivery line manifolds. If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they received notification from clinical helpline that there was low flow in an arctic gel pads. Helpline recommended that they save the pad for investigation, although it might be user error (kinked fluid delivery line) or a device issue with pump. They were still investigating cause but wanted to submit.